Event description:
The customer reported that while monitoring telemetry patients, the xhibit central station lost network connection and became unresponsive. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs technical support representative walked the user through performing a hard reboot of the xhibit central station. Following the reboot, the customer confirmed the issue was resolved. Cause of failure was not determined. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.